Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead dislodged post-operatively. The physician deferred intervention initially; however, approximately six weeks later the ra lead was explanted and not replaced due to the patient having an infection unrelated to the device system. No patient complications have been reported as a result of this event.